Event description:
The patient never had therapeutic effect. The patient was always having leaking problems and saw manufacturer representative as directed and was always told everything was working fine. It was noted that before she received replacements hcp told her that implantable neurostimulator ins was not working for a year. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v323603, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).